Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports "urethral irritation as they felt sharp with insertion with use of qty "2 or 3" m18 catheters from 1 mu box back at the beginning of this year in "january or march", lot unknown. He states that they "felt sharp" only going in. This feeling was felt more part way in, not initially. He said he tried 2 or 3 others to make sure it wasn't just an issues with one and he said they all felt that way. He did not see anything abnormal or sharp on the catheter itself. He immediately discontinued use. He said the irritation did not last too long, no medical intervention sought. He did not get an infection but felt worried he may if he continued using them. He said he did apply lubricant to them prior to use. He said he uses the same additional lubricant on his regular catheters as well even though they are the hydrophilic bard magic 3s. He said these have never caused him irritation or pain going in. He currently uses his bard magic 3's." End user was advised "not use the m18s and he said he has already discontinued use." End user states "he caths 4 x a day for retention from his diagnosis cerebral palsy resulting in neurogenic bladder. He has been cathing since 1994."